Event description:
Intraoperatively- surgeon was using the covidien insulated blade electrode bovie tip, when he noticed the plastic covering of the insulated tip had slid off and into the surgical wound. The entire bovie tip and plastic covering were retrieved and passed off of the surgical field.